Manufacturer narrative:
Device evaluate by MFR.: returned product consisted of an emerge mr balloon catheter. Visual inspection revealed numerous kinks to both the hypotube and the shaft of the device. The hypotube was separated at 83cm from the strain relief. Microscopic inspection revealed that there was contrast in the inflation lumen, and the balloon was tightly folded. At 5mm distal to the bicomponent weld, for a length of 1mm, the guidewire lumen was prolapsed and punctured. Further testing was not performed as the damage present would prevent the wire from advancing and would likely cause further device damage.

Event description:
Reportable based on device analysis completed on 09apr2024. It was reported that failure to load the wire occurred. A 2.00mm x 12mm emerge balloon catheter was selected for use. However, during preparation, the balloon failed to load over the wire. The procedure was completed using an alternate device. No patient complications were reported. However, returned device analysis revealed hypotube break.

Event description:
Reportable based on device analysis completed on 09apr2024. It was reported that failure to load the wire occurred. A 2.00mm x 12mm emerge balloon catheter was selected for use. However, during preparation, the balloon failed to load over the wire. The procedure was completed using an alternate device. No patient complications were reported. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
H6: evaluation conclusion codes: updated conclusion code. Device evaluate by MFR.: returned product consisted of an emerge mr balloon catheter. Visual inspection revealed numerous kinks to both the hypotube and the shaft of the device. The hypotube was separated at 83cm from the strain relief. Microscopic inspection revealed that there was contrast in the inflation lumen, and the balloon was tightly folded. At 5mm distal to the bicomponent weld, for a length of 1mm, the guidewire lumen was prolapsed and punctured. Further testing was not performed as the damage present would prevent the wire from advancing and would likely cause further device damage.